Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2013 and mesh was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2009 and perigee and monarc subfascial hammock were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that mesh was implanted to treat stress urinary incontinence. It was also reported that following insertion the patient experienced pain, erosion, urinary/bowel problems, recurrence, dyspareunia and vaginal scarring. As per the patient profile form, it was reported that patient experienced chronic pain, dyspareunia and recurrent stress urinary incontinence. The patient underwent revision of perigee transvaginal mesh and monarc tot sling and also had mesh implanted on (B)(6) 2013 due to stress urinary incontinence. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted with concurrent update revision of the apical vaginal scar, anterior colporrhaphy and cystoscopy.